Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: ni, lot #: ni, unknown humeral head; ni, ni, unknown glenoid. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04871, 0001822565 -2018 -04874.

Event description:
It was reported that patient underwent a left total shoulder replacement on an unknown date and subsequently was revised on an unknown date due to pain. It was further reported the shoulder disintegrated and there was metal on metal fragments floating around in the shoulder. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.